Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the debris that had been noticed on the cleaning brushes could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that debris had been noticed on the cleaning brushes during reprocessing involving an olympus colonovideoscope. There was no patient involvement.